Event description:
Customer reported that the insulin pump returned a no delivery alarm during priming. During troubleshooting, customer was unable to get insulin to exit the tubing. Blood glucose level was 306 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.